Event description:
Additional information was received indicated that the procedure was completed with no issues. Illumination worked properly with the alternate probe.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative examined the system but was unable to replicate the reported event. The company representative tested the system and found it to meet specifications per the service test procedure (stp). The illumination was found to meet specifications. Based on the information provided and the assessment, the reported event was unable to be confirmed and the system met specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lighting was not sufficient at 20% during a vitrectomy procedure. This involved multiple ports. Patient impact was not reported. Additional information has been requested.